Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2021-01693, 2015691-2021-01694, 2015691-2021-01696, 2015691-2021-01697, 2015691-2021-01699, 2015691-2021-01700, 2015691-2021-01701, 2015691-2021-01703.

Manufacturer narrative:
Please reference article al hijji mohammed a et al temporal outcomes of transcatheter mitral valve replacement in native mitral valve disease with annular calcification. Catheterization and cardiovascular interventions 2021. The dates of the events are unknown; however, according to the article the study period was from january 14 2014 to march 15 2019. For this reason the first day of the reported study period january 14 2014 was used as the occurrence date. In this case the exact valve model number is not available. Therefore sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves for this article are p130009 edwards sapien xt transcatheter heart valve p140031 edwards sapien 3 transcatheter heart valve and edwards sapien 3 ultra heart valve. This is seven of eight manufacturer reports being submitted for this case. The edwards sapien 3 transcatheter heart valve model 9600tfx and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team including a cardiac surgeon to be at low risk for open surgical therapy ie predicted risk of surgical mortality greater or equal to 1 percent at 30 days based on the society of thoracic surgeons risk score and other clinical comorbidities unmeasured by the sts risk calculator. The edwards sapien 3 transcatheter heart valve model 9600tfx and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon to be at low risk for open surgical therapy (ie predicted risk of surgical mortality equal to 8 percent at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). Per report the device was used in an off label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures the available training materials were reviewed only for information potentially relevant to the device use. Coronary flow obstruction is a potential adverse event associated with the tvr procedure. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention eg pci. There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets including a minimal distance between the native annulus and the coronary ostia bulky calcification long native leaflets and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav plaque shift deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of the aortic valve root and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered degree of calcification on leaflets annulus to coronary ostia distance length of the valve leaflet width of the valsalva sinuses movement of the leaflets during bav patency of coronaries during bav and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion aortogram or tee prior to thv implantation to reveal bulky calcified leaflets during pre-dilatation note bulky calcification on valve moving towards ostium on left main and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the coronary occlusion is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through written article 'temporal outcomes of transcatheter mitral valve replacement in native mitral valve disease with annular calcification' the following event was reported in table 3 for 30 day outcomes. 1 patient who received a sapien 3 valve developed myocardial infarction after direct open trans atrial thv implantation due to compromise of the right coronary artery. She was successfully treated with saphenous vein graft bypass to right coronary artery bypass.